Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the device and no actions were taken. The device was approved for implant. This observation no longer meets the definition of malfunction as it was confirmed that the device was operating normally. Amending MDR decision to MDR = no report.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The fault code 1003 was due to cold temperature. As of this time, this crt-d has not yet in service. No patient involvement. Additional information received which indicated that this crt-d was approved for implant.

Manufacturer narrative:
This report is being submitted to correct the operator of device, other (d5) in section d. This supplemental correction report was created to capture the additional information received which indicates that the device was not approved for implant due to inaccurate estimation of code 1003 and this was unable to reset. This observation meets the definition of malfunction as device was not approved for implant. Amending MDR decision to MDR=yes. Malfunction in different situation may cause/contribute to serious injury/death.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The fault code 1003 was due to cold temperature. As of this time, this crt-d has not yet in service. No patient involvement. Additional information received which indicated that this crt-d was approved for implant. Subsequently, this device was not approved for implant due to inaccurate estimation of code 1003 and this was unable to reset.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The fault code 1003 was due to cold temperature. As of this time, this crt-d has not yet in service. No patient involvement.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The fault code 1003 was due to cold temperature. As of this time, this crt-d has not yet in service. No patient involvement. Additional information received which indicated that this crt-d was approved for implant. Subsequently, this device was not approved for implant due to inaccurate estimation of code 1003 and this was unable to reset.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. This report is being submitted to correct the operator of device, other (d5) in section d. This supplemental correction report was created to capture the additional information received which indicates that the device was not approved for implant due to inaccurate estimation of code 1003 and this was unable to reset. This observation meets the definition of malfunction as device was not approved for implant. Amending MDR decision to MDR=yes. Malfunction in different situation may cause/contribute to serious injury/death.